Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02476. It was reported that patient was feeling stimulation in the neck and x-rays verified that the lead migrated. As a result patient had surgical intervention on (B)(6) 2021 where the left lead was repositioned and patient now has effective therapy note: since it is unknown which lead migrated, both leads are being reported.